Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt is visually impaired and called to request guidance in removing the blue inserter cap of her infusion set headset once she had inserted the needle into the site on her body. Because she was not able to remove the cap, she was unable to connect to her site and deliver insulin. She reported that she was unable to connect for approx one hour. Consequently, she reported a blood glucose reading of 570 mg/dl at the time of the call. Her recommended blood glucose target is 120 mg/dl. During troubleshooting with a company rep, she was advised how to remove the cap and connect to her site. She bolused insulin using her infusion device to decrease her blood glucose level. Due to visual impairment, she was unable to provide the lot number of the product. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.